Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting, implant rupture. Device remains implanted. This relates to the right side.

Event description:
Patient reporting implant rupture. Device remains implanted. This relates to the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2023. Additional, changed, and/or corrected data: b1, b5, b6, b7, d6b, g2, h6, h11.

Event description:
Patient reported right side rupture detected via ultrasound. Healthcare professional confirmed right side intracapsular rupture via ultrasound and intraoperatively and reported capsular contracture baker grade I. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported capsular contracture, baker grade I. Device has been explanted.